Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported the patient presented for an implant procedure. During the procedure, the atrial lead insulation was damaged. The atrial lead was not used and replaced during the procedure. The patient was stable throughout.

Event description:
Additional information received indicated the atrial lead exhibited out-of-range impedance and loss of capture. The insulation damage was confirmed via visual examination.

Manufacturer narrative:
The reported events of insulation damage, impedance problem and failure to capture were not confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies. X-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.